Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that approximately six months post device replacement, an infection occurred and the patient developed sepsis. The source of the infection is unknown. The implantable cardioverter defibrillator (ICD) was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.